Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed button error. Customer changed battery, but insulin pump was still alarming. The customer's blood glucose was 484mg/dl, treated with manual injection. Customer stated the insulin pump could have been pressed at work, due to it being in his pocket. Advised customer to discontinue the use of the insulin pump and revert to back up plan.